Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 77-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that the pump was experiencing a low purge pressure and high purge flows. Troubleshooting identified a fluid leak from the yellow luer on the purge sidearm. A purge bypass was performed to resolve the leak; however, the system then registered a high purge pressure. Tissue plasminogen activator (tpa) was utilized for the purge line and support with the implanted pump continued.

Manufacturer narrative:
The root cause of the purge cassette leak was unable to be determined, since the leak cannot be verified and the root cause cannot be determined as no product was returned for investigation. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.